Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that intermittent driveline fault alarms occurred since (B)(6) 2018. Log file analysis by the manufacturer¿s technical services confirmed the driveline faults on (B)(6) 2018 technical services performed a distal end percutaneous lead (driveline) replacement; however, driveline fault alarms continued. Continuity tests did not reveal any broken wires. The patient underwent elective pump exchange. No additional information was provided. On (B)(6) 2018 vad coordinator submitted patient log files after the external driveline replacement was performed and noted that patient still had multiple driveline fault alarms since the repair. Technical service reviewed the logs and noted that the log captured more driveline fault events post repair and noted that the damage to the driveline was suspected to be internal. Vad coordinator noted that the patient's next plan was to undergo pump replacement. On (B)(6) 2018 vad coordinator reported that patient was again seen in clinic since the external percutaneous lead repair (po#(B)(4)) on (B)(6) 2018 was unsuccessful and noted that patient underwent elective hmii pump exchange due to the multiple and intermittent driveline fault alarms issue. Patient is asymptomatic and noted to be hemodynamically stable.

Manufacturer narrative:
The cause of the reported driveline fault alarms was confirmed during the evaluation of the pump. The pump was returned with the driveline severed approximately 6.5¿ from the pump hosing and the severed portion with the distal end replacement was returned. Examination of the driveline noted kinking and shield breakdown approximately 8.5¿ from the pump housing. Electrical continuity testing found that the orange wire was open circuit. Visual inspection confirmed that the orange wire had fractured approximately 8.5¿ from the pump housing. This damage is consistent with the driveline fault alarms captured on the system controller log files. Examination of the adjacent wires also found breaches in the red, green, and black wires. Examination of the driveline section replaced found no issues that would have contributed to the reported event. All of the observed wire damaged appeared consistent with fatigue damage due to repetitive flexing. The low speed and low flow events that reportedly occurred on (B)(6) 2018 had been overwritten and were not present on the submitted system controller log files. However, an electrical short resulting from the observed wire damage could have contributed to the reported events. No further information is available. The manufacturer is closing the file on this event.